Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant, the right atrial (ra) lead dislodged which was confirmed via chest x-ray. The ra lead was capped and the atrial port was plugged, as the physician elected to downgrade to a single lead system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix extended. There is distorted proximal conductors at 19.7 cm. If information is provided in the future, a supplemental report will be issued.